Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; painful intercourse; difficulties with bowel motions. Nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: rectogesic & osmolax & coloxyl senna for the treatment of: prn for diverticulosis, anal fissures, chronic constipation and bowel difficulties. Treatment duration: ongoing. On (B)(6) 2016 the patient commenced other medication (please specify): mobic, panadeine forte, prednisoline for the treatment of: back pain. Treatment duration: prn ongoing. On (B)(6) 2016 the patient commenced physiotherapy treatment: pelvic floor exercises for the treatment of: inactive core muscles and back ache. Also another dr (B)(6) 2021 - bladder & bowel trouble. Treatment duration: months - condition ongoing. On (B)(6) 2016 the patient commenced topical treatment (including oestrogen cream): ovestin & vagifem for the treatment of: lubricate and improve vaginal and bladder tissue. Treatment duration: 5 years 6 months.